Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files determined that the device's failure to power on was due to a depleted battery pack. The customer did not respond to the AED's alert conditions, which led to a reduction in the battery pack's expected life. On 10/02/2023, the AED detected a low battery condition and attempted to alert the user by activating the red attention status indicator (asi) and emitting audible chirps. The device continued to alert and began a cycle of incomplete self-tests due to the declining battery voltage. As the battery level dropped further, the device began displaying "replace battery pack now" alerts. These alerts persisted until 11/04/2023, at which point the battery pack became fully depleted. The electronic logs show no user interaction to address the condition until 12/22/2023, when a new battery pack was inserted. Following battery replacement, the AED powered on, completed its self-test, and was confirmed to be functioning as intended.